Manufacturer narrative:
Integra has completed their internal investigation on 06/09/2015. Results: complaint confirmed. On the lower end of the threaded boss, there is a raised edge that is sharp. Device history record reviewed for this product ID (hrp) lot #0321694 manufactured on november 5, 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr's, variances or rework. A two year lookback in trackwise for this reported failure for this product ID shows that 3 complaints were received including this case. All three complaints were received on the same date by the same customer. No new design or mfg trends have been identified. This issue will be monitored. Conclusion: the root cause is determined to most likely be either the manufacturing or assembly of the product. Either the parts that were molded did not have sharp edges removed, or the secondary function of threading the small boss and installing the bushing caused the "pinch" mark that raised an edge on the threaded boss this issue will be monitored.

Event description:
This is the first report of three involving the same product. It was reported that a hrp head ring post has sharp edges and notches. There was no pt involvement with this report.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.